Event description:
Additional information received indicated this event occurred during setup before it was used on a patient. There was no patient involvement or any user harm.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the bottom seal broken and the plunger seal intact. No signs of physical damage were observed. A review of the pump event history log found evidence of motor not running. Functional testing was performed using occlusion test and motor not running was identified at start of occlusion test. The root cause of the reported problem was due to incorrect placement of the main board by the user. The main board was found sitting on top of the extrusion and not inside the extrusion slot. To resolve the problem, the main board was correctly placed in extrusion slot. In addition, the boot loader software was downgraded to 1.1 as per corrective and preventive action.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor won't run error warranty. No adverse effects were reported.